Event description:
It was reported that the pt came to a regular check-up, where the family reported that their son has no longer responded to sound since a while. For 10 days he has no longer used his device. On (B) (6), 2008 the last check-up was carried out, where everything was ok. According to the family, their son is a hyperactive child. A technical investigation was done on (B) (6), 2009 which confirmed that the external device is working within specification. Testing was carried out which showed hi's and sc's indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.